Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4). Final analysis found that the device had reverted to backup vvi operation in the field which lead to no magnet rate response and an interrogation anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator could not be interrogated and no magnet rate could be obtained. The device was explanted and replaced on (B)(6) 2014.